Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could be a piece of tubing. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the reported issue was confirmed. Visual inspection of the returned device identified the following issues: the bending section cover adhesive was worn, the connecting tube was wrinkled, there was a pixel error caused by the charge coupled device, the scope cover was deformed, the universal cord was buckled, the universal cord was buckled, and the plug unit contacts were dented. Functional testing showed the bending angles did not meet with specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that evis exera iii gastrointestinal videoscope had a syringe tip broken off in the channel, leaving foreign material stuck in that area. No adverse effects to patient reported.